Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient¿s family member that on the same day this transcatheter bioprosthetic valve was implanted, the patient died. It was reported that the cause of death was a heart attack. No further information was provided. It is unknown whether an autopsy was performed.